Event description:
It was reported that during a gastric procedure, the reload didn't work. There was a reoperation. Unknown how case was completed.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(46). Additional information: batch # m5321a. Additional information requested: what were the indications for the procedure? What was the pre-op diagnosis? On which firing did the event occur? What color was chosen on the staple height selector? Did any staples deploy? If staples were deployed, what was there shape? What was the indication for the second surgery? What was found in the second surgery? What was done in the second surgery? It was reported that ¿the reload did not work.¿ please explain what this means. Swing tab in locked position, damaged cartridge shroud. The analysis found that one sr75 reload was returned with the knife shroud broken; the cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. No functional test was performed due the condition on the cartridge. Reference ¿instructions for use¿ for complete loading instructions. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.